Event description:
Additional information was received that the physician alleges a malfunction on the device, and external defibrillation was performed in order to resolve the arrythmia.

Manufacturer narrative:
An investigation was performed by reviewing session records provided from the customer. The provided session record was reviewed by technical services and it was observed that there was under-sensing on the device. Even when there was appropriate sensing, the rate did not meet the programmed detection criteria to deliver therapy. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, under-sensing was observed on the device. Additionally, the patient was experiencing an arrhythmia. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.